Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported error 319 but confirmed multiple occurrences in the system logs pointing to the dv5 console viewer. The fse replaced the viewer to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viewer was analyzed and the reported error could not be replicated on site. Failure analysis checked system logs and confirmed error 319 had occurred. Performed troubleshooting and found that error 319 was pointing to the viewer. Proactively replaced viewer to address reported issue. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 319 have occurred. Installed viewer on an internal eft system and the viewer functioned as designed. Power cycled several times with no errors present. Root cause not determined at this time. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The viewer was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned viewer revealed no issues related to the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeated 319 restart prompts before the case started. The customer had restarted the system three times before calling in. The technical service engineer (tse) had the customer disconnect and reconnect all blue fiber cables on the back of the tower and instructed them to reseat the blue fiber cable on the back of the console and reset the breaker. The system powered on with 319 faults. The customer then noted that they were not using the robot system as intended and were only using the tower laparoscopically with the handheld camera. The tse had the customer disconnect the console, and the customer was able to use the tower with no issues. The tse informed the customer that it was not the intended use, but they should be able to proceed. The procedure was completed with no reported injury.